Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on two 5f exoseal vascular closure devices (vcds) did not change color, and the plug could not be released. Therefore, it was changed to manual compression. There were no reports of patient injury. Two devices were opened for one patient, using two different accesses. The procedure used an antegrade approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or showing. The devices will be returned for evaluation; none of the returning devices are sterile.

Manufacturer narrative:
Complaint conclusion: as reported, when the devices were removed from the patient, the indicator wire loop was not deployed or showing. The cowling guard of a 5f exoseal vascular closure device (vcd) was deployed, but no audible click was heard, and the indicator window did not change color; therefore, the plug could not be released. Manual compression was applied. There were no reports of patient injury. Two devices were opened for one patient, using two different accesses. The procedure used an antegrade approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, but no audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown procedure sheath of the proper size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set at its manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The cowling guard was unlocked. The delivery shaft was reinserted into the returned procedure sheath of the proper size. A click was heard when the cowling guard was locked and when the lab sample csi was locked into the delivery shaft. Due to the blood saturation, the indicator wire was not set back to the manufacturing position. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿vascular closure device (vcd)~no audible click¿ was not confirmed, a click was heard when the cowling guard was locked and when the returned csi was locked into the delivery shaft during the functional test. The complaint reported by the customer as ¿indicator wire~deployment difficulty-unable¿ was not confirmed, the indicator wire was received properly deployed with the cowling guard locked, indicating that the unit performed as expected. The exact cause of the reported event could not be determined during the product analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Procedural factors, such as the antegrade approach used, may also have contributed. "The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿." The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The product analysis does not suggest any issue related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Updated medical device problem code "2292 - defective component" to "1157 - difficult or delayed positioning". Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the devices were removed from the patient, the indicator wire loop was not deployed or showing. The cowling guard of a 5f exoseal vascular closure device (vcd) was deployed but no audible click was heard, and the indicator window did not change color; therefore, the plug could not be released. Manual compression was applied. There were no reports of patient injury. Two devices were opened for one patient, using two different accesses. The procedure used an antegrade approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, but no audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The devices will be returned for evaluation; none of the returning devices are sterile.